Manufacturer narrative:
This report was originally submitted on "05/97/19" but due to a technical error, it did not upload.

Event description:
Physician reported on (B)(6) 2019 that he aborted his dbs implantation procedure because the patient was having difficulty finding words. This procedure involved planning with fhc's waypoint navigator and usage of microtargeting platform. Electrodes, cannulae and drive were not fhc products. On follow up on (B)(6) 2019, physician informed that a postoperative CT scan showed an intracranial hemorrhage, and the patient will no longer be a candidate for the surgery.